Event description:
It was reported that a neuro catheter was explanted and replaced. It is unk per info received why catheter was explanted or replaced. Drug delivered/intended to be delivered is unk. Pt injury, symptom, or outcome was not reported. Additional follow-up with pt's hcp was requested.

Manufacturer narrative:
(B)(4).